Manufacturer narrative:
One mz1000 sample was received for investigation without packaging; dried fluid was present within the thread of the male luer. Further information regarding the make and model of the connecting products were not available to assist the investigation. A visual inspection of the sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by flushing with a 50ml bd plastipak syringe, no occlusions or flow restrictions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. As the connecting products were not available to assist the investigation it could not be determined if they may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
It was reported that maxzero needleless connector had flow issues. The following information was provided by the initial reporter: the customer connected mz to PICC. When iopromide is injected with using power injector to perform contrast examination, the customer found low flow rate of 1.8cc/sec at 15kg/cm^2, and high-pressure alarm was occurred. At this pressure it should flow of 4cc/sec. No information for used period was provided from the customer. No health hazard to patient was reported. This event is not reportable in japan. Actual sample will be returned for evaluation.

Manufacturer narrative:
Mz1000 no 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product.- k132413. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector had flow issues. The following information was provided by the initial reporter: the customer connected mz to PICC. When iopromide is injected with using power injector to perform contrast examination, the customer found low flow rate of 1.8cc/sec at 15kg/cm^2, and high-pressure alarm was occurred. At this pressure it should flow of 4cc/sec. No information for used period was provided from the customer. No health hazard to patient was reported. This event is not reportable in (B)(6). Actual sample will be returned for evaluation.